Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a vibrate anomaly. The customer stated that the alarm type selected was vibrate but it did not operate. The pump did not vibrate at the time of bolus delivery and did not vibrate even in the vibrate test of the self-test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.